Event description:
The initial reporter states that the pump over infused by 5.7%. This occurred during testing by a third party servicer and no patient was involved. (B)(4).

Manufacturer narrative:
The device was tested and serviced by a third party servicer. They reported to mmdg that the pump was infusing at a volumetric rate that mmdg considers reportable. The third party servicer also advised that they completed calibration to correct the pump.